Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with blood/tissue. X-ray inspection found the inner coil over-torque at the connector region, consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a lead implant. During the procedure, after screwing and unscrewing with less than 18 turns, the lead got reportedly cramped. Lead was able to fit in the patient's body. No existing insulation damage or any lead anomaly were noted. The lead was removed and replaced. The patient was stable.